Event description:
Legal counsel for patient who underwent a hip arthroplasty approximately 5 years ago and was revised. Legal counsel reported patient allegations of pain, blood toxicity, joint pain, muscle pain, and bone loss. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Medical records indicate that the patient was revised due to pain, sequela, cyst around the femoral neck, metallosis, debris, and metal debris wear.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record for part # 00875705201 with lot 61666477 identified no deviations or anomalies. The device was used for treatment. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the zimmer continuum trabecula metal shell and the metasul taper liner combination are compatible was approved by zimmer biomet. A complaint history review was conducted for part # 00875705201. The search identified zero (0) additional complaints for the same lot 61666477. The search also identified fifteen (15) other complaints for this device for the same or a similar issue. The subsequent revision surgical notes documents postoperative diagnosis of pain due to left hip arthroplasty. The tha was performed 5 years prior. The revision surgery was due to the catastrophically failed polyethylene liner. There was cyst formation around the posterior femoral neck with noted metallosis / debris. Final pathologic diagnosis for patient left hip, chronic synovitis with abundant foreign material within macrophages. There was noted metal debris wear. The acetabular component was noted to be stable with no loosening and no visible lysis. No evident pseudotumor formation. With the information provided a specific root cause could not be determined with certainty.